Event description:
Sales representative reported "has a defect (a lint size bump/particle on the implant)". Healthcare professional later reported "implant material lint or crumb size spec on outside of the implant". The material found "outside of the implant", and sterile packaging is opened. Device was not implanted. Surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: na (device was not implanted. Surgery completed with a backup device).

Event description:
Sales representative reported "has a defect (a lint size bump/particle on the implant)". Healthcare professional later reported "implant material lint or crumb size spec on outside of the implant". The material found "outside of the implant", and sterile packaging is opened. Device was not implanted. Surgery was completed with a back-up device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/jun/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: foreign material on implant-breast: not observed. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Sales representative reported "has a defect (a lint size bump/particle on the implant)". Healthcare professional later reported "implant material lint or crumb size spec on outside of the implant". The material found "outside of the implant", and sterile packaging is opened. Device was not implanted. Surgery was completed with a back-up device.